Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in the past three months, the customer experienced elevated blood glucose (value not provided) and diabetic ketoacidosis that did require medical intervention at either the ER or hospital. Tandem technical support made multiple follow up attempts with the customer, however, no response received.